Manufacturer narrative:
Follow up 05-sep-2016: quality-safety evaluation of ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: metrorrhagia. The analysis in the global safety database revealed 33 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) -year-old female consumer who had essure (fallopian tube occlusion insert) and experienced irregular bleeding or breakthrough bleeding. This event was considered serious due to its medical significance and is listed in the reference safety information for essure. Other nonserious events were also reported: placement painful, dizziness, tiredness, memory loss, and problem concentrating. This case was regarded as incident since essure removal was required. Change in bleeding patterns, including severe bleeding without timing are common occurrence within consumers using essure. Thus, based on an implied positive temporal relationship, essure safety profile, and lack of alternative explanation, the irregular bleeding or breakthrough bleeding was assessed as related to essure use. According to technical analysis, a product quality detect could not be confirmed but is considered plausible. No further information could be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(4) on 23-mar-2016 from a (B)(6) female consumer and forwarded to (B)(4) on 04-aug-2016. On (B)(6) 2015, essure (fallopian tube occlusion insert) was inserted. On (B)(6) 2015, the consumer experienced placement painful. On an unspecified date the consumer experienced irregular bleeding or breakthrough bleeding, dizziness, tiredness, memory loss , and problem concentrating. Consumer had an echography performed (no results mentioned) and essure removal was planned to (B)(6) 2016. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) and experienced irregular bleeding or breakthrough bleeding. This event was considered serious due to its medical significance and is listed in the reference safety information for essure. Other nonserious events were also reported: placement painful, dizziness, tiredness, memory loss, and problem concentrating. This case was regarded as incident since essure removal was required. Change in bleeding patterns, including severe bleeding without timing are common occurrence within consumers using essure. Thus, based on an implied positive temporal relationship, essure safety profile, and lack of alternative explanation, the irregular bleeding or breakthrough bleeding was assessed as related to essure use. Product technical analysis is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.